Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, on two distinct devices, a stapling defect does not allow to perform the anastomosis. The handle does not work. The doctor had to change the technique using a new device in order to finish the case that increase a response time approximately 20 minutes.